Event description:
No osseointegration, primary stability was achieved, implant wasn't completely covered by bone, biomechanical overload perhaps, immediate implantation, pain. 4 other implants were successful that day. Temporary prosthesis, immediate load.